Event description:
Complaint alleged that during a routine shift check by a clinician, the device displayed error message codes "status 42", "status 91", "paddle fault", "status 110", "pacer fault", and "cannot dump" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.